Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 23-mar-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 23-mar-2023, listed on smartsolve. Daily total of all insulin delivered = 73.85. Daily total of basal insulin delivered = 55.35. Daily total of bolus insulin delivered = 18.5. On (B)(6) 2023 01:32:08.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4. Bolus amount delivered = 4. On (B)(6) 2023 06:32:20.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 8.5. Bolus amount delivered = 8.5. On (B)(6) 2023 09:58:42.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6. Bolus amount delivered = 6. There was no bolus program/delivery of 50 u recorded in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 23-mar-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:43:13.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 11:37:00.000 .998v. Replace battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 21:08:00.000 .935v. Replace battery now alarm was recorded and found in the formatted history file on: on (B)(6) 2023 21:39:00.000 .972v. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power. The customer may have used a low power battery. There were no unexpected pump errors/alarms/alert noted. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Battery cap contact missing/damaged was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed to add in the initial report. The information has been provided in section d8/d9 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia along with hospitalization on (B)(6) 2023. The blood glucose value from reported event was 758.00 mg/dl. Customer had symptoms of confusion, flu-like, headache, altered vision/vision changes, increased thirst, vomiting at the time of hospitalization. Customer was tested for ketones. Customer was treated in hospital with IV insulin drip. No further patient complications were reported. Troubleshooting was performed, customer reported the delay on pump delivery to the customer and advised the customer that a feedback will be documented and the issue was not resolved. The customer will discontinue use of the device. The device will be returned for analysis.